Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and patients concern with product.

Event description:
Patient reported left side exchange due to concern with textured product. Patient additionally reported "sickness, pain, and hair loss." As well as "fluid around my right implant" confirmed by ultrasound. Device remains implanted.